Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shoots out insulin a little more aggressively when priming than it used. Customer¿s blood glucose level was unknown. Customer also stated that the pump rejected new batteries, buttons were not always responding and rewind was slower. The customer also reported that insulin pump had no delivery alarm. The device will not be returned for analysis.